Manufacturer narrative:
The reported events were dislodgement, helix could not extend and high capture threshold. The reported event of the helix could not extend was confirmed. Final analysis found the helix retracted and clogged with tissue. The coil was overtorqued, consistent with procedural damage. After cleaning and applying torque directly to the inner coil, the helix was able to extend. The reported event of high capture threshold was not confirmed. Final analysis found no indication of conductor fractures or internal shorts.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing reference number: 2017865-2020-08459. It was reported that the patient presented in clinic for a routine follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited high capture threshold. X-ray images were taken and right ventricular lead dislodgement was confirmed. It was also noted that the right atrial lead did not have enough slack. On (B)(6) 2020, the patient presented for a lead revision. The right ventricular lead was attempted to be relocated but the helix failed to extend and was explanted and replaced. The right atrial lead was given more slack. The patient was in stable condition.